Event description:
Boston scientific crm received info that this device was explanted two days post implant. Two days after implant, this pt stated that the lead felt uncomfortable. The pt went to visit his local physician who elected to revise the right atrial (ra) lead. During the procedure, it was noted that the lead had dislodged. When the physician tried to remove the lead from the device header, he stated that the setscrew appeared to be stuck or stripped, he also noted that there were no seal plugs present. A bit of force was needed to remove the lead from the header, in turn possibly damaging the ra lead. A new device and lead were implanted successfully in their place without any further incident. An explant date was not provided.